Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported that "the vari-stim iii was used to deliver stimulation to muscles during the procedure, however, the muscles did not respond. The red light was flashing. The procedure was completed with the use of another product. There was no patient impact." Further clarification states that "the surgeon was not able to confirm the muscle behavior although nerve related to muscle was stimulated. So, surgeon decided device was not working. The surgeon never confirmed the muscle reaction."

Manufacturer narrative:
Date of this report: 01/18/2016. Device available for evaluation? Yes, returned to manufacturer: 02/03/2016. Initial reporter: (B)(6) health professional? Yes. Occupation: nurse. Phone: (B)(6). Date received by manufacturer: 02/07/2016. Product evaluation: one un-sealed sample, part number 8562010, from lot number 0209315200 was received for analysis; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Per instructions for use the device was tested in an "as received condition (2ma)" without moving the switch and the device would light, indicating current delivery. The device was then functionally tested in the other two positions with no intermittent behavior (light was not flashing) while manipulating the switch and tip within the positions. The device was electrically tested per specifications with no out of specification condition identified: ¿ position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.51ma. ¿ position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.03ma. ¿ position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.05ma. The instructions for use warn ¿due to variations in tissue impedance and, hence, current delivered, activation of the led may not be always be achieved despite delivering current during surgery. Confirm functionality by touching the probe tip and needle electrode.¿ method: actual device evaluated. Results: no failure detected. Conclusion: no failure detected, device operated within specification.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.